Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostim ulator (ins) for spinal pain. It was reported that the patient had a box fall on their back and then saw a power on reset (por) on the screen of the patient programmer. The rep had the patient clear the por with the patient programmer. It was noted that the issue was resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.